Manufacturer narrative:
Awaiting for product return for analysis.

Event description:
A patient was implanted on tuesday, (B)(6) 2025 with an spva-2010 valve in ventriculo-atrial shunt (vas). The doctor was having difficulty adjusting the valve to position 2 (70 mmh2o). The patient presented a picture of hyperdrainage, and the doctor wished to adjust the valve to position 3 or 4. Despite numerous attempts (use of a single magnet, double magnet, with or without selector, repeated back-and-forth movements, etc.), it was impossible to change the valve position. After about an hour of unsuccessful attempts, the decision was taken to re-intervene surgically and replace the valve with another spva. The operation was performed without complications on saturday, (B)(6) 2025.

Manufacturer narrative:
The root cause cannot be established. The product has been discarded and the serial number/lot number has not been saved. Under these circumstances, no analysis of the product or review of the batch file can be done.

Event description:
A patient was implanted on (B)(6) 2025 with an spva-2010 valve in ventriculo-atrial shunt (vas). The doctor was having difficulty adjusting the valve to position 2 (70 mmh2o). The patient presented a picture of hyperdrainage, and the doctor wished to adjust the valve to position 3 or 4. Despite numerous attempts (use of a single magnet, double magnet, with or without selector, repeated back-and-forth movements, etc.), it was impossible to change the valve position. After about an hour of unsuccessful attempts, the decision was taken to re-intervene surgically and replace the valve with another spva. The operation was performed without complications on (B)(6) 2025.